Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 500 mg/dl with large ketones, strong, fruity breath odor, rapid, deep breathing, blurred vision, polydypsia, polyuria, nausea and symptoms of dehydration associated with a leaking cartridge. Reportedly, the patient remained on the insulin pump and received phone advice regarding treatment from their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the customer was not using the cartridge per its instructions for use and there was moisture found inside the cartridge compartment. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.